Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during manual prime and a high blood glucose reading of 400 mg/dl. The customer performed troubleshooting and was told to disconnect and reconnect the tubing and reservoir and run insulin through; customer verified insulin exited. Customer was told to rewind device, reinsert reservoir and run a manual prime; customer said device did not alarm no delivery. Customer was advised the device was working as designed. The customer stated that he changed the infusion set earlier and believed that was what caused his high blood glucose reading. Customer declined high blood glucose troubleshooting. The customer was advised that the device was working as designed and to call back if problems recurred.